Manufacturer narrative:
H6 - health effect clinical code: 4581 - transient loss of bcva. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced transient loss of bcva. The lens exchanged with a different power and same length lens and the problem was resolved. Cause of the event was reported as unknown.